Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection of the returned journey locking femoral implant impactor indicated that the positive lock bolt has fractured off, confirming the stated complaint. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that after impacting patient's femur, the set screw of the impactor sheared off. The impactor and implant could not get apart.